Event description:
A device report from synthes (B)(4) reports an event in (B)(6) as follows: during an operation on (B)(6) 2013 the small battery drive (colibri), p/n 532.001 broke during the operation. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not for diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to a device in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned. Lot number does not match part no therefore, no DHR is possible. Placeholder.